Event description:
It was reported that 1 bd syringe 0.3ml 31g tw 6mm had scale marking issues. The following information was provided by the initial reporter : the customer reported being unable to measure smaller doses that were measurable when 0.5 unit increments were displayed on syringe.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. Two photos of a loose 0.3ml bd insulin syringe were provided. The customer reported that they desire low dose insulin 30 unit syringe with 0.5 unit demarcations. The photos were examined, and it was observed that the scale markings could not be viewed due to the position of the syringe in the first photo provided. In the second photo it was observed that the syringe exhibited a half-unit scale marking. No defects were observed. Due to the batch being unknown no DHR review can be completed. Bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd syringe 0.3ml 31g tw 6mm had scale marking issues. The following information was provided by the initial reporter : the customer reported being unable to measure smaller doses that were measurable when 0.5 unit increments were displayed on syringe.